Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and passed recognition, engagement, and energy delivery testing. It demonstrated full range of motion in all directions, and the grips opened and closed properly. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found that the instrument passed in-house recognition, engagement, and energy delivery testing, with full range of motion and proper grip opening/closing. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm force bipolar instrument had trouble articulating. The procedure was completed with no reported injury.